Manufacturer narrative:
Correction: h6: previously reported as 4315 - cause not established instead of 4307 - cause traced to component failure in investigation conclusions section.

Event description:
During the lead parameter checkup procedure, the programmer was shutdown unexpectedly and the programmer fuse was burnt. The programmer was not used and replaced.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Manufacturer narrative:
The field complaint of the programmer not turning on was verified. During analysis, the unit was plugged into a working ac electrical outlet, but the unit did not power on. The fuses were removed and inspected, noting no damage was found. The power supply switch was inspected and tested and found to be fully functional. The ac/dc converter pcb board was inspected, and charring/damage was discovered. After swapping the component with a known working one and the unit was able to power on successfully. The unit failed to power up correctly due to a damaged power supply pcb. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.